Manufacturer narrative:
Review of the analyzer by an abbott field service engineer (fse) was completed. The fse identified a burnt capacitor on the vacuum pump. Additionally, the service investigation found condensation from the reagent refrigerator was discharging into the vacuum pump area and caused the capacitor to short out. The fse adjusted the discharge tubing that drains reagent refrigerator condensation to the waste manifold; replaced the clogged waste manifold; and replaced the vacuum pump further evaluation of the customer issue included a review of the complaint text, a review of the ananlyzer service history, a search for similar complaints, and a review of labeling. Return parts were not available. Review of the service history, for instrument serial number (B)(4), identified no additional service tickets with the observations of abnormal fluid accumulations. A tracking and trending review was completed; no adverse trend for no adverse trends for tickets with replacements of the pump, vacuum or the waste manifold kit, were identified. Labeling was reviewed and it was determined that adequate instructions, as to the specific requirements regarding electrical hazards and instructions for performing an emergency shutdown of the i2000sr; and troubleshooting for errors 5302 and 8006. Based on the available information no product deficiency pump, vacuum or the waste manifold kit of the architect i2000sr analyzer, list number 03m74, was identified

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Local phone number was truncated: (B)(6). An evaluation is in-process.

Event description:
The customer observed smoke from the instruments pump area of the architect i2000sr analyzer. The customer indicate that an ac fault was reported and the instrument was shut down. No injuries or impact to patient management were reported.